Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure the patient experienced restenosis. The lesion being treated was located in an unspecified location. The physician implanted a taxus liberte stent of unknown size. In (B)(6) 2012, the patient experienced restenosis. Pci was performed in the right coronary artery "several" times. In (B)(6) the patient underwent coronary artery bypass grafting. The patient was discharged on aspirin and pletaal. At the 3 year follow up visit, no angina pectoris was confirmed.

Event description:
Same case as 2134265-2013-01515. It was further reported that the lesion being treated in the index procedure was a restenosed lesion located in the proximal right coronary artery with reference vessel diameter of 3.50 mm, a length of 35.0 mm, visually 90% stenosis was treated with pre-dilatation and placement of a 3.50x28 mm taxus liberte stent and a 3.50x12 mm taxus liberte stent without a gap. Post-dilatation was not performed. Residual stenosis became visually 0% and timi flow remained at 3. A lesion located in the distal left circumflex was treated with a non-bsc stent. The patient was discharged without complications on aspirin, ticlopidine hydrochloride, and pletal.

Manufacturer narrative:
Patient date of birth: (B)(6) 1935. (B)(4).

Manufacturer narrative:
Device is a combination product.device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).